Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter called and reported that emergency medical technicians were called when the customer had low blood glucose and was disoriented. He was given orange juice and when emergency medical services arrived, his blood glucose was at 47 mg/dl. Customer refused to go to the hospital, but his blood glucose began to go up. Troubleshooting for low blood glucose was declined. It was also reported that the customer's insulin pump was running through batteries quickly. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the delivery accuracy test.